Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia. The customer's blood glucose level was 30 mmol/l. The customer reported that he was stuck on suspend delivery option into the menu and want to resume from the suspend delivery. The device will not be returned for analysis.